Manufacturer narrative:
The device was not returned to hamilton medical ag for investigation. However, we were informed that the technician onsite has replaced the esm board and, as a result, he ventilator is working fine now. Hamilton medical ag case number is:(B)(4).

Event description:
The following was reported to hamilton medical ag: when the ventilator is turned on, it was not turn on properly,and it sounded alarm. The situation has been three time. No patient involvement.